Event description:
It was reported that the right atrial (ra) lead had dislodged. There was failure to capture and sense as a result. The dislodgement was confirmed via diagnostic imaging. It was also noted that the ventricular lead exhibited high capture thresholds. The physician elected to explant and replaced both leads. The patient was stable.

Manufacturer narrative:
The reported event was dislodgement. As received, a complete lead was returned for analysis. Visual examination of the lead found the helix retracted and covered with blood / tissue. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x ¿ ray inspection of the lead did not find any anomalies.

Manufacturer narrative:
Correction for b5 and h6 coding.

Event description:
It was reported that the right atrial (ra) lead had dislodged. There was high pacing impedance, failure to capture and sense as a result. The dislodgement was confirmed via diagnostic imaging. It was also noted that the ventricular lead exhibited high pacing impedance and high capture thresholds. The physician elected to explant and replaced both leads. The patient was stable.